Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at end of service (eos) and there was an alert for excessive charge time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Product event summary continued: further analysis of the returned device was inconclusive. Analysis confirmed the reported excess charge time using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with an external supply. The results were consistent with the device battery causing the longer charge time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory showed the battery indicator signifying that it is time for replacement. The last charge time was 16.716 seconds, triggering the excessive charge time warning on (B)(6) 2014. Physical analysis is pending. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2003; 694765, lead, implanted: (B)(6) 2003. (B)(4).